Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The physician had access in the right femoral artery and had a 6fr hiflex ansel sheath up and over the iliac bifurcation. The physician used the uniglide wire to access up to the total occlusion in the left superior femoral artery, just at the ostium of the superior femoral artery and profunda bifurcation. The physician then put a 6fr wildcat device, from another company, in over the uniglide. He used the wildcat to advance through the cto, keeping the uniglide inside the catheter while pushing through the occlusion, which is the appropriate way to use the wildcat. At the distal superior femoral artery, the wildcat wouldn't advance anymore, so he tried to push the uniglide out to engage the occlusion. The wire didn't seem to want to advance anymore, so the physician wanted to switch out wires and while he pulled the wire out of the wildcat, it was noticed something was coming off the wire at the hub of the catheter. The physician noticed there was a portion (about a quarter of the way into the wire from the distal tip), that was completely shearing off, all the way down to the metal wire cannula. The physician was able to pull out the wire, including the sheared hydrophilic coating with nothing left in the sheath or pt, but a new wire was needed to proceed with the case.